Event description:
During a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The physician attempted to place a taxus express2 2.25x16mm drug eluting stent in an unknown vessel and was unable to place it. During withdrawal the stent came off the balloon. The stent was lost in the patient. It is reported that the patient will be medically managed. No information is available on patient status at this time.